Event description:
It was reported that intra-op during thyroidectomy procedure, about 5 minutes after intubation, the anesthetic found the air leak from cuff. So, the anesthetic changed a new endotracheal tube. There was no damage observed in the packaging. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device observed by the unaided eye. There was a yellowish-brown residue on the outside diameter of the cuff balloon. Functionally, a syringe was used to inject 20cc of air into the cuff and no leaks were observed. The cuff was re-inflated and deflated multiple times and no issues were observed. For further analysis, a leak test was performed by submerging the cuff in water and bubbles (leakage) was observed in the red with clear tubing lumen between the cuff and blue band. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that a cuff inflation test was performed on the emg tube prior to use on patient and there was no leakage observed. 5ml air was used to inflate the cuff.